Event description:
It was reported that the light blue main body of a minicap transfer set cracked which resulted in a leak; further described as "fluid leakage due to light blue main body cracked". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot and crack in the main body. Functional testing including leak and clamp function testing were performed and flow through the set with the twist clamp in the closed position was observed. Clear passage testing was performed with no issues noted. The reported condition was verified. The cause of the leak was due to the broken/cracked main body, however, the cause of the damage could not be determined. The damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.